Event description:
It was reported that a bur broke off in a drill attachment. It is unk if there was pt involvement. It is unk if there were any injuries or other adverse consequences alleged with this event. No additional information is available at this time from the user facility.

Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unk; however, the investigation is on-going. The device could not be repaired and therefore was not returned to the user facility. A follow up report will be submitted if the investigation results require.